Event description:
Customer reported she was having issues with sensors. Customer would calibrate the sensor but it would ask her to calibrate again. Other sensor the insulin pump would alarm lost senor and would not connect to the device. Another sensor got stuck in the serter. During troubleshooting it was noted customer was wearing expired sensor. No further information reported.

Manufacturer narrative:
Three opened and used enlite sensors were inspected and bicarbonate buffer test was performed. 1 of 3 sensors failed for low readings and found needle hub separated from sensor base 2 remaining sensors passed per specifications, with accurate readings. Unable to perform insertion test due to that complaint against to sensor serter. No needle return.